Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) who reported that he had now decided to program the pump to off state. The pump off passcode to permanently stop the pump was given to the hcp. Per the hcp, the pump had been delivering infumorph (25 mg/ml at 2.02 mg/day).

Event description:
Additional information received reported the case scheduled for (B)(6) 2022 was rescheduled to (B)(6) 2022. On (B)(6) 2022 the physician revised the catheter, unable to aspirate the existing catheter. They disconnected the 8578(the pump proximal rev segment), unable to aspirate. The physician was unable to place new catheter. The pump was already shut down. The pump, the 8578 (the pump proximal rev segment), and segment of the catheter explanted. Additional information received reported that the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2008 product type catheter product ID 8578 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type catheter product ID 8782 lot# serial# (B)(6) product type catheter product ID 8780 lot# serial# (B)(6) product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial# (B)(6), implanted: (B)(6) 2008, product type catheter. Product ID 8578, serial# (B)(6), implanted: (B)(6) 2021, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that a catheter revision was scheduled for (B)(6) 2022.

Manufacturer narrative:
H3: analysis of the pump (s/n (B)(6)) identified no anomalies. Analysis of the catheter (s/n (B)(6)) identified no anomalies. Analysis of the catheter (s/n (B)(6)) identified no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown morphine 25 mg/ml at 8.559 mg/day via an implanted pump for spinal pain. It was reported during an appointment on (B)(6)2021 in the office for a pump refill, the first refill since the pump was implanted in (B)(6), the pump had 40 mls of drug removed from the reservoir. The expected volume was to have only 4 mls in the reservoir. The doctor scheduled a dye study for (B)(6) 2021 . It was unknown if surgical intervention was planned, but the rep would follow-up for more information. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked but unknown. Additional information was received from a consumer on the date of this report indicated they have a high dose but had not been feeling any symptoms at all, and pump logs did not indicate an issue. It was noted the doctor had never seen anything like this and scheduled a dye study for tomorrow, (B)(6) 2021 . The patient was asking if the dye study comes out normal what the doctor would do. The patient was redirected to work with the hcp.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008 , ubd: 04-jan-2010, UDI#: (B)(4), product type :catheter; product ID 8578, serial# (B)(4), UDI#:(B)(4), implanted: (B)(6) 2021, ubd: 05-mar-2022, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. With regards to the cause for being unable to place a new catheter, it was reported that the catheters would only advance distal towards the sacrum. Per the hcp, there was nothing wrong with those catheters.

Event description:
Additional information was received from a company representative (rep) indicated the patient had a dye study yesterday ((B)(6) 2021) because, at the last refill on (B)(6) 2021, they aspirated the entire 40ml from the pump, as previously reported. It was noted they aspirated 5ml of clear yellow fluid. It was further reported the healthcare provider (hcp) was using fluoroscopy and they were certain that they were in the pump. The hcp did not know if this fluid was related to a seroma due to a tear in the catheter that was causing a leak. The hcp put the dye in and the catheter was traced to t-11 and it looked like ¿the dye like two strong streams from either side of the catheter¿ and the hcp was using significant force to push the dye. It was noted it looked like the tip was partially clogged. The rep stated that perhaps inside the catheter, it was full of a "tarry" black substance that was seen at the pump repl acement. The rep was assuming the black substance was drug from a compounding pharmacy. The rep confirmed that when the physician cleared the catheter, none of the black substance was seen. It was noted there appeared to be dye coming from somewhere and it did not look like it was coming from the pin connection or the 8578. There was dye around the pump in the pocket and also coming out of the catheter tip. The patient had not experienced any symptoms despite not getting any medication, so the physician was not confident that the patient needed the pump and that there was no real rush to take the next steps. The patient was on percocet and other high dose oral medications. The physician wanted to know if they decide to replace the catheter, was it better to keep the catheter in place tied off or remove the entire catheter. Additional information was received from the rep on 2021-dec-08 indicated on (B)(6) 2021, the doctor did a dye study and 4-5 ml clear yellow was withdrawn from the catheter access port. The catheter tip was noted at mid t11. The dye noted to be split into two streams coming from the catheter tip and diffuse area of dye also noted in the pocket. They were unable to determine the origin of dye in pocket. This was the cause of the volume discrepancy and the doctor felt catheter integrity was compromised. The doctor was not sure at this time if he would shut the pump down or replace the catheter. The patient¿s pain was being well controlled with oral opioids and he was not taking any further action at this time. The event was resolved at this time. If in the future, the doctor decided on any actions, further information would be sent. The device remained implanted.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H1: correction was made to this field. Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2008 explanted: product type catheter product ID 8578 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type catheter product ID 8782 lot# serial# (B)(6) implanted: explanted: product type catheter product ID 8780 lot# serial# (B)(6) implanted: explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.